Event description:
A customer reported that their pump screen remained dark and was difficult to turn on, resulting in elevated blood glucose level displayed as ¿high¿; however, a specific value was not provided. Assistance was required from a third party at home to operate the pump's wake button in attempting to deliver a bolus. Despite several attempts, the screen only turned on upon being plugged into a power source. Customer reverted to an alternate method of insulin delivery.